Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. Upon visual analysis a pinhole was identified proximal to the cuff edge or seam consistent with wear at a corner of a fold. Visual and microscopical inspection of the pump did not reveal any damage or abnormality. No leaks were found in the component. The balloon was visually inspected and microscopically examined; however, no anomalies or leaks were noted. Inspection of the remainder of the device revealed no damage or irregularities. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the device being returned. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was returned without a product performance allegation. Analysis of the cuff identified a hole proximal to the cuff edge.